Event description:
It was reported that this implantable cardioverter defibrillator (ICD) over-sensed due to electromagnetic interference (emi) without shock in a previous procedure. The patient will have another upcoming procedure and had questions with device management. This ICD remains in-service and there were no adverse patient effects reported.